Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) indicated the following: 1 patient had problems with an old pump model. One patient had the catheter temporarily removed due to a surgical wound infection and then had it reinserted. Three patients had catheter troubles; all of them needed a second surgery. One patient's catheter had migrated subdurally due to the surgical procedure and required a second surgery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gabalon intrathecal at an unknown concentration and dose via an implantable infusion pump. The patient's pertinent medical history was not provided. It was reported there was one case in which the system needed to be removed temporarily and inserted again due to a surgical wound infection".